Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an extra deflection in the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and was not able to determine if oversensing was present. Upon further review, it was noted that this patient has two active right ventricular (rv) leads implanted. Boston scientific technical services (ts) recommended to bring the patient in and perform further testing. Low amplitude was noted on the right ventricular (rv) lead as well. No adverse patient effects were reported. At this time, this device system remains in service.